Manufacturer narrative:
Lot number unknown / not provided.

Event description:
Doctor reported that he was unable to "re-torque" the mhlas screw into the abutment and that the screw's hex might be stripped.

Manufacturer narrative:
One zimmer abutment screw was returned attached to a screw removal tool. The screw is noted to be moderately worn, and the threads are damaged at the engaging surface. The product was functionally tested, and it was discovered that the screw would not properly engage in a mating implant. The hex head could not be inspected, as it was seized to the screw removal tool. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates the screw drive feature was rounded and could not be removed from the implant using a driver. The reported event could not be verified in the returned condition. But it was noted that the abutment screw threads are damaged, and would not engage with a mating implant. A product malfunction was therefore confirmed. A root cause for this complaint could not be determined.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.